Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Results: without the actual product, an analysis cannot be conducted. Conclusion: a follow-up report will be filed when investigation has been completed.

Event description:
Fast flow (drug/diluent: solumedrol 1g), (fill volume: 250ml), (flow rate: 175ml/hr). Caregiver noticed that pump infused in 45 minutes instead of 90 minutes. No adverse event occurred. Per dfu: the nominal fill volume: 250ml; flow rate: 175ml/hr.